Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234drg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that in the operating room prior to a device replacement procedure, the atrial lead electrogram showed lots of oversensing and artifacts. The lead was replaced due to suspected possible lead damage. The right ventricular lead was replaced due to high but stable threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead had severe explant damage and the analyst was unable to determine what happened prior or during explant. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Atrial pace impedance varying between approximately 500 ohms and 1200 ohms throughout trend data dating back to at least (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.